Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. No device or device photo was returned for investigation. Due to this, no root cause was determined. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the needles popped off during injection and two were leaking during injection, won't hold or stay in place. There was unknown patient involvement, and no patient harm reported.